Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stage ii of stent-assisted coil embolization of a giant partially thrombosed anterior communicating artery (acoma) aneurysm, the subject coil kicked out the microcatheter from the aneurysm. The coil was pulled back and while being retrieved, broke with some of the coil remaining in the aneurysm and protruding halfway into the internal carotid artery (ica). Attempts to remove the coil resulted in further stretching of the coil into the ica. First attempt to remove the coil by snare device was unsuccessful and the detached coil advanced into the intracavernous segment of the ica. The coil was eventually removed after 2nd snare device technique with no apparent complications. Procedure was considered finished at this point with only a small sliver of aneurysm neck remnant.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during stage ii of stent-assisted coil embolization of a giant partially thrombosed anterior communicating artery (acoma) aneurysm, the subject coil kicked out the microcatheter from the aneurysm. The coil was pulled back and while being retrieved, broke with some of the coil remaining in the aneurysm and protruding halfway into the internal carotid artery (ica). Attempts to remove the coil resulted in further stretching of the coil into the ica. First attempt to remove the coil by snare device was unsuccessful and the detached coil advanced into the intracavernous segment of the ica. The coil was eventually removed after 2nd snare device technique with no apparent complications. Procedure was considered finished at this point with only a small sliver of aneurysm neck remnant.